Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: review of the black box data revealed record of unexplained power on reset event on the date of the complaint. On investigation, the pump powered on using the returned battery cap, which was able to fully tighten to the pump and found to measure within the required specifications. After the pump was powered on, it was exercised for 24 hours without any interruption in power. Investigation did not duplicate the intermittent power complaint. On examination, the battery compartment was confirmed to be cracked as alleged in the in complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. (B)(4).